Event description:
Meter name: surestep, strip name: surestep, meter code: 9, strip code: 9, strip storage: unk, good condition. Symptoms: blurred vision, confused, perspiration, insulin reaction. A pt reported they had to go to the hospital due to going into insulin shock from taking too much insulin based on the inaccurate high readings from the meter. Their meter was allegedly inaccurately high. The results on their meter was 246mg/dl, 280mg/dl, and 325mg/dl. The result on the hospital meter was unk. The time difference between the pt's meter and the hospital meter is unk. Treatment was unk. No further info has been reported.